Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's correction factor and carbohydrate ratio settings were incorrect. Multiple attempts were made to follow up with customer, but tandem technical support was unable to make contact.